Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had an air leak. Per review of wo on (B)(6) 2023, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty manifold harness. The device was evaluated and the reported issue was confirmed as an air leak was noted. The manifold harness was replaced. It was noted that the hose clamp needed to be replaced. Hose clamp was replaced. The device passed all tests and is ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had an air leak. Per review of wo on 16jun2023, there was no patient involvement. Per follow-up information received from ibc on 04jul2023, the device sent in for a bd-approved facility for evaluation. The issue was resolved by manifold harness, rohs,40307900 and hose clamp, pinch, 53/64 to 61/64 diameter, rohs dy40310302 was replaced. Per sample evaluation results on 19oct2023, it was reported that the hose clamp needed to be replaced.